Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: the keypad was intact with no damage observed. The down arrow keypad button was found to be intermittently unresponsive. The up arrow, ok, and contrast buttons responded properly. The keypad was removed and evidence of contamination was found under the down arrow and contrast button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.